Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application was behind notice on the system. The technical support specialist (tss) dialed into the station and confirmed it could ping the console, but rdp failed. Then the tss spoke with information technology (it) to locate the (s1) console, but its location was unclear. The customer¿s it confirmed that, was able rdp into it. A meeting was set up to view the console and to guide the it team by the tss. The console displayed a "notifier failed" error. Attempts to gracefully close the console application were unsuccessful, so modules were terminated individually. The console was then rebooted successfully, and the application relaunched without errors. The w1 device was able to run the console application, connect to the database, and notifier successfully. The customer confirmed the workstation was functioning correctly and the issue was resolved. The system functioned as intended after the technical support specialist assisted the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000 console user informed pyxis computer displayed console application was behind. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000 console user informed pyxis computer displayed console application was behind. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.